Manufacturer narrative:
(B)(4). As of today, the device has not yet been received for analysis. Should the device be returned and analysis complete, this report will be updated.

Event description:
Boston scientific received information that this device displayed an error code which indicated the voltage was too low for the projected remaining capacity. There was no patient involvement associated with this clinical observation. The device is expected to be returned for analysis.